Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error. The customer reported that they received critical pump error-training exit fail and the insulin pump was not turning on. It was also reported that the battery contact was missing but the customer retrieved it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned pump for alleged blank display and pump error 24 alarm found on (B)(6) 2022. The pump was received with out the original battery cap. Unable to verify battery cap damage on the battery cap however, the pump powered up properly after battery installation. No blank display noted. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08700 inches. Successfully downloaded the trace and history files using thus. No pump error 24 alarm occurred during testing. A review of the history files reveals that on (B)(6) 2022 there were two (2) pump error 24 alarms (linenumber (B)(4) filenumber (B)(4)) triggered at 15:12 and 17:52. Per engineering r&d the fault is possible hardware. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked battery compartment, missing display window cover, and pillowing keypad overlay. Pump error 24 alarm is confirmed. No pump error 24 alarms occurred during testing however, they are found in the history files, fault isolated to the hardware. Battery cap damage is unknown however, blank display is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.